Event description:
It was reported that during an indirect decompression spacer implant procedure the spacer broke into pieces. The physician noted the patients spinous processes were close together and it was a small space to work with. The broken spacer was removed from the patient and a new spacer was successfully implanted.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the spacer broke into pieces. The physician noted the patients spinous processes were close together and it was a small space to work with. The broken spacer was removed from the patient and a new spacer was successfully implanted.

Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body and was deformed, thus preventing functional testing. The damage to the implant indicates there was likely deployment against resistance such as bone or manipulation of the position of the device by gear shifting of the inserter. This damage to the device suggests that excessive force was used during the procedure.